Event description:
Customer reported a blank display. The customer stated the problem has occurred two or three times. The customer was able to retrieve his display after troubleshooting occurred. It was also found the customer's insulin pump passed the self test. The customer also reported a battery out limit alarm had occurred. He was advised the alarm may be attributed to a loose battery cap. Customer's blood glucose was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display anomaly was noted. No battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.